Event description:
It was reported that device had a short.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and corroded sockets and damaged socket housing were observed. A functional test revealed the device runs in forward and reverse from both the hand piece trigger and the footswitch pedals. Current draw was under 700ma. The reported malfunction was not observed during functional evaluation. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.